Event description:
The patient reported infusion set tape was not sticking due to perspiration and heat and had high blood glucose levels and was treated by insulin pen on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.